Event description:
The customer reported the device is not charging the battery, the battery is low.

Manufacturer narrative:
(B)(4). There was no report of pt involvement. The mode during use was not reported. The device was evaluated by a philips field service engineer the issue was verified. The ac power supply as found to be defective.